Event description:
Country of complaint: (B)(6). Thread too thick.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Mfg site evaluation: samples received: 1 unopened pouch. There are no previous complaints of this code batch. (B)(4). Diameter result conducted on the sample received fulfills the requirements of the OEM. Therefore we consider this complaint as not justified. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventative actions: not applicable.